Event description:
The extractor instrument broke during use and caused a 20 minute delay to the surgical procedure.

Manufacturer narrative:
Examination of the returned product confirmed the stud broke off into the metal tip and the delrin tip fractured. Evidence suggests the components were subjected to a prying/cantilever action. Based on the investigation, the need for corretive action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.